Event description:
This device case, one of two reported by a diabetes specialist nurse, concerns a patient who experienced diabetic ketoacidosis (dka) requiring hospitalization. The patient was using a pen injection device (humapen ergo-unknown cartridge holder type) to deliver 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25) for the tretment of type I diabetes. The patient's medical history included retinopathy and neuropathy. The patient was not taking any concomitant medication. The patient was using the pen injection device when they experienced diabetic ketoacidosis a few weeks prior to the report (2001). The reporter stated the patient was in and out of hospital with diabetic ketoacidosis and on one occasion the patient was admitted to hospital for two to three weeks. The patient was treated with an insulin infusion and started to recover. The patient was then well enough to inject the insulin themselves using the pen injeciton device. The patient's blood sugars started to increase again. The reporter watched the patient inject their insulin using the pen injection device. The reporter identified that the patient was using the pen injection device incorrectly. The patient had been winding the dial down to zero to inject the insulin and thought the insulin had been delivered. The reporter stated the patient was using the pen incorrectly as pt had been given the pen injection device by a pharmacist, and had not been shown the correct technique by a diabetes nurse. The patient was switched to the 25% insulin lispro/75% insulin lispro protamine suspension pre-filled pen. The patient has now fully recovered. 25% insulin lispro/75% insulin lispro protamine suspension continues. The reporter considers the patient event to be related to user error of the pen injection device. The reporter does not consider the patient event to be related to either 25% insulin lispro/75% insulin lispro protamine suspension or the pen injection device. The pen is unavailable for examination and the reporter does not have any further information. Update 01/2002: preliminary report prepared for submission to medical devices agency.